Event description:
Sigma spectrum pump on pt. It alarmed "depleted battery" then turned off. Nurses report that this happens frequently. The IV pump was plugged into the wall outlet. Clinical engineers & rm & nursing evaluated the pump 06-05-06. This was repeated with ceo of sigma + local sigma rep on 06-06-06. The pump would not turn on. Low battery warning would flash. Battery capacity 5%. The pump would only turn on when the strain relief bracket on the back was pushed in. The green led light on the transformer (plug) is on. Battery contact on the positive side. Battery lot no. 31905c. The strain relief bracket on the back was bent and caused variable connection. Lifting the cord would cause the connection to complete. There is only one screw to hold in place, on the bottom. Needs two on the upper edge on the bracket. All findings reported to sigma ceo and local rep on 06-06-06 via conference call.